Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up of a therapeutic laparoscopic worm intubation, noise was observed in the image. During troubleshooting work on-site, poor image quality e216 occurred. When the device was returned, the e216 did not recur, yet the poor image quality had recurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, confirmation of electrical characteristics (resistance value, output bias voltage, etc.) With using a tester detected that the image sensor cable had short circuit at the bending section. Customer feedback: we would like the customer to review IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.